Event description:
The reporter stated that the extension tubing set became detached. There was no pt injury or treatment reported with this event. Reporter reported this event to smiths medical, another country.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by another country co. The finished product is further assembled, packaged and sterilized by smiths medical international. The device history record was reviewed with no related issues noted. The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An add'l report will be submitted as soon as the investigation is completed.